Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the historical performance of lot 12923un20, a review of device history, and a review of product labeling. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Using worldwide data the historical performance of reagent lot 12923un20 and was compared to the performance of all architect stat troponin-I reagent lots in the field. The patient median and cal f rlu results were analyzed and found no significant difference in performance compared to historical performance for lot number 12923un20. This review find patient median and calibrator f rlu results are within established limit for lot number 12923un20. A device history record review was performed on reagent lot 12923un20, which did not identify any issues. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot 12923un20 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect stat troponin-I results on multiple patients. The results provided were: on (B)(6) 2020 initial trop I result=8.15 ng/ml and 8.11 ng/ml/ roche trop t result=<0.01 ng/ml ((B)(6)); on (B)(6) 2020 initial trop I result=0.07 ng/ml and 0.06 ng/ml/ roche trop t result=0.01 ng/ml ((B)(6)); on (B)(6) 2020 initial trop I result=0.08 ng/ml and 0.08 ng/ml/roche trop t result=<0.010 ng/ml ((B)(6)). Architect reference range=0.01 to 0.03 ng/ml. Roche reference range at (B)(6) =<0.03 ng/ml and (B)(6) = <0.011 ng/ml. There was no reported impact to patient management.